Event description:
Totally, 5 passeo-18 were used for pre-dilatation during treatment of an arterial occlusion in both lower limbs. After use of the first three passeo-18, the complaint passeo-18 device was used for dilatation but ruptured. Finally, the physician used another passeo-18 to finish the procedure.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. Upon inflation the pressure could not be held. A fine jet of water was seen to emerge from the proximal balloon portion. Microscopic inspection showed a pinhole in the balloon 13 mm proximal to the distal x-ray marker. In close vicinity of the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy.